Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompted initial setup on its own on the mobile app occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.